Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead damage. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced and the patient was in stable condition.

Event description:
Additional information received indicated a lead fracture was observed via x-ray imaging.